Event description:
A home patient (hp) contacted global technical services regarding a check supply line alarm that occurred on the homechoice (hc) unit during prime. The hp confirmed she was not connected. The technical service representative (tsr) instructed the hp with troubleshooting. The hp stated the alarm repeated. The hp stated the supply bag was situated on the side of the hc and the bag was empty. The hp stated she woke up confused and pressed a lot of buttons. The hp stated she was unable to get the therapy restarted so she started over with a new cassette and the same bags. The tsr explained to the hp that the setup was no longer sterile once she disconnected bags and to always start over with a new cassette and new bags. The tsr advised the hp to start over again with new supplies and assisted the hp to end current setup. On (B)(6) 2010, product surveillance contacted the hp via phone call; the hp had no further information regarding the incident. The hp confirmed the issues were resolved and she continued therapy. No further information available. There was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.